Manufacturer narrative:
The complaint number corresponding to this medwatch is cmp-(B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03074, 0001825034-2017-03075, 0001825034-2017-03076 & 0001825034-2017-03077.

Event description:
It was reported that the patient has been indicated for revision due to unknown reason. No additional information was provided.

Manufacturer narrative:
Part and lot numbers were not provided, therefore a review of the device history record was not able to be performed. Product was not returned so no product evaluation could be conducted. This device is used for treatment. Unable to perform a compatibility check based on provided information. Complaint history review could not be performed as part/ lot number was not provided. No medical records received. Root cause could not be determined with information available. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.